Event description:
It was reported that the patients spinal cord stimulator was not working. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred few years ago from the date the manufacturer became aware of the event. Explant date: few years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20470055.